Event description:
It was reported that during testing conducted at the manufacturer facility the reverse trigger of the core universal driver was running in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the trigger was found to be worn. The device was repaired and returned to the user facility.